Event description:
The manufacturer received information from a philips service technician that the low flow oxygen (o2) test step had failed on the trilogy 100 device. There was no serious patient harm or injury that occurred or was reported. The philips service technician evaluated and determined the inlet air path, air path foam, and flow path tubing had caused the low flow o2 test step to fail on the device. The philips service technician replaced the device's inlet air path, air path foam, and flow path tubing to address this issue on the device. The philips service technician re-performed all testing on the device, and it passed all tests. Additional findings not related to the malfunction/issue was the rubber feet missing on the device. The philips service technician found damage to the base enclosure assembly. The philips service technician replaced the device's base enclosure assembly to address this issue.